Event description:
It was reported that during an excelsius gps cranial surgery there was radial error >1.5mm at entry for l hippo head and l hippo body trajectories. At the time of the original surgery no implants were removed. And the accuracy was accepted by surgeon. The case was completed. It later became apparent the implant would need to be replaced to get appropriate readings.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during an excelsius gps cranial surgery there was radial error >1.5mm at entry for l hippo head and l hippo body trajectories. At the time of the original surgery no implants were removed. And the accuracy was accepted by surgeon. The case was completed. It later became apparent the implant would need to be replaced to get appropriate readings.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case logs showed an accurate patient registration with no merge shifts or patient movement. However, following the completion of this seeg procedure, the globus medical representative at this case reported that the "l pulvinar" electrode was not providing good recordings during epilepsy monitoring. Therefore, this electrode was removed and replaced. Review of the case showed the l pulvinar electrode was accurately placed less than 1.5mm from the planned trajectory. Ultimately, the surgeon in this case did not attribute replacing this electrode to egps or implants placed using egps, and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, g3, g6, h3, h6, h10.